Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt. Results (ng/ml): I-stat siemens exl: result: 0.00, time: unk. Result: 0.41, time: unk (lab). There was no repeat testing on neither I-stat or lab. The pt was admitted on the positive lab result. The suspected discrepant results were not released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.